Event description:
The event is reported as: the customer alleges that the column is not allowing water to get into the heater. The device was changed out for another one. No patient harm or delay in treatment to the patient.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review could not be conducted since the lot number was not provided. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. The customer complaint cannot be confirmed based only with the information provided, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. If defective sample becomes available at a later date this complaint will be re-opened.